Event description:
The user facility reported that they performed a peripheral angiogram with intervention. They went to close artery with the angio-seal device, and it seemed to have a little resistance when putting the angio-seal into the sheath. However, everything else went smoothly, they clicked the angio-seal into place, and locked back. When they went to pull back on the device, it came completely out of the artery. They held manual pressure to achieve hemostasis. Looking at the device, it appeared that the anchor and collagen were still in the sheath. The patient was stable. The outcome was not changed and achieved hemostasis manually. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The guidewire, locator, carrier tube, hemostasis sheath, and packaging were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The anchor was visible within the opening at the distal tip of the sheath. No damage or issue to the device was identified. Functional testing was performed by attempting to reset and redeploy the returned device. The device was attempted to be reset to the forward lock position however, significant resistance was present which prevented the device from being reset properly. The carrier tube was damaged during the process, and the device was subsequently removed from the hemostasis sheath. During removal, the tubing of the carrier tube was stretched due to the significant resistance which was present. However, the device was able to be removed, and all internal components were able to be deployed properly. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).